Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: +(B)(6). Device evaluation: a field service engineer visited site to check the system and found to comply with the expected technical specifications. Nothing abnormal was found with the equipment. Manufacturing records review: a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the lasik surgery,they had a case of sands of the sahara (sos). The patient had a preoperative vision of 10/10 with -3.50 at d10 7/10 na with +3.75(-3.00) 141° at autoref. Tobradex was increased from 4 to 8 times daily for patient with stage IV diffuse lamellar keratitis (dlk) + sos: cortancyl + tolexin + sterdex + tobradex was prescribed hourly. No further detail was provided.